Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer¿s blood glucose. Reportedly, the alarm enunciated despite having used the pump. Subsequently, it was reported that the insulin gauge was inaccurate. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.